Event description:
A patient in a study underwent a da vinci-assisted pulmonary lobectomy surgical procedure. During the 30-day follow-up visit, the patient reported that three days after discharge, an emergency consultation was required due to dyspnea and chest pain. Thoracic CT imaging revealed a pleural effusion and pneumothorax. Re-hospitalization was required; posterior drainage was performed the same day. The next day, antibiotic therapy with piperacillin and tazobactam was initiated due to elevated inflammatory markers, although the patient remained afebrile. Three days later, a bronchoscopic evaluation was performed to rule out a suspected bronchopleural fistula, and a second drainage procedure was carried out. Discharge occurred three days later. The index procedure was completed without any documented patient harm, adverse events, or injuries. No malfunctions of the da vinci system, its accessories, or its instruments were reported. In accordance with standard postoperative care, a chest tube was placed and remained for one day, then was removed. The patient was discharged home four days after the index procedure. At the 90-day follow-up, no postoperative complications had occurred since the previous follow-up. The study investigator reported the event as severe. A clavien-dindo grade ii, not related to the da vinci investigational device, not related to the study procedure and not related to the patient's underlying disease status.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.